Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device¿s obturator/trocar broke wherein the sealing membrane of the trocar was ruptured during surgery. The ¿shutter/swap" broke. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the circular seal was cut and disengaged. The outer seal was pulled away from the fabric. The trocar, cannula and envelope seal appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.